Event description:
It was reported that this pacemaker exhibited a longevity anomaly where the battery was at 2.5 years battery remaining when the device was recently implanted. The boston scientific technical services consultant recommended to check unipolar pacing on the involved right ventricular lead and offered to run an engineering analysis, but the physician declined. As of this time, this pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of gas gauge/longevity not as expected was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected on lack of objective evidence of a device defect or malfunction and passing product record reviews.

Event description:
It was reported that this pacemaker exhibited a longevity anomaly where the battery was at 2.5 years battery remaining when the device was recently implanted. The boston scientific technical services consultant recommended to check unipolar pacing on the involved right ventricular lead and offered to run an engineering analysis, but the physician declined. As of this time, this pacemaker remains in service. No adverse patient effects were reported.